Event description:
The initial reporter questioned the results for "several" patient samples tested for ise indirect na for gen.2 and gluc3 glucose hk on a cobas 6000 c (501) module. Based on the data provided for 3 patient samples, discrepant results were identified for 2 patient samples tested for na, gluc3, and alb2 albumin gen.2 (alb2). Patient 1 initial na result was 164 mmol/l with a data flag. The repeat result was 137 mmol/l. The initial gluc3 result was 38 mg/dl with a data flag. The repeat result was 93 mg/dl. The initial alb2 result was 4.2 g/dl. The repeat result was 2.4 g/dl with a data flag. "Patient 3" initial na result was 171 mmol/l with a data flag. The repeat result was 139 mmol/l. The initial gluc3 result was 64 mg/dl with a data flag. The repeat result was 91 mg/dl. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The na electrode lot number and expiration date were not provided. The alb2 reagent lot number was 62220301 with an expiration date of 30-jun-2023. The gluc3 reagent lot number was 61637801 with an expiration date of 31-may-2023.

Manufacturer narrative:
The customer performed a 10-point precision run for troubleshooting purposes and the results were not acceptable. The field service engineer (fse) found that the vacuum tube on the rinse head had a hole. The fse replaced the vacuum tube. The customer ran calibration, qc, and precision tests with results within specification. For na: calibration was last performed on 28-sep-2022. The initial calibrations showed errors, however, upon repeating, calibration was acceptable. For gluc3: calibration was last performed on 02-sep-2022 and was acceptable. For alb2: calibration was last performed on 06-sep-2022 and was acceptable. The qc data provided was incomplete. The customer stated qc was acceptable prior to the event. The samples were spun for 6 minutes at 4500 rpm; the sample for "patient 3" was spun for an additional 30 seconds. The customer's spin time may be shorter than recommended and the spin speed may be faster than recommended. The service actions resolved the issue.